Manufacturer narrative:
Cmp-(B)(4). Medical product: unknown oxford phase iii bearing, cat#: unknown lot#: unknown. Unknown oxford phase iii tibial component, cat#: unknown lot#: unknown. Unknown oxford phase iii femoral component, cat#: unknown lot#: unknown. Initial reporter: r.h. Emerson, o. Alnachoukati, j. Barrington, k. Ennin ¿the results of oxford unicompartmental knee arthroplasty in the united states¿ bone joint j. 2016; 98-b (10 suppl. B); 34-40. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00842, 3002806535-2017-00843, 3002806535-2017-00844.

Event description:
It was reported in a journal article that one patient was revised due to chronic haemathrosis. No additional patient consequences were reported.